Event description:
It was reported that the patient underwent a replacement surgery involving an ambicor penile prosthesis (app). During he procedure a tear in the left cylinder was found just above input tubing resulting in fluid leak. A new app was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.